Event description:
A report was received that the patient was unable to charge the ipg as well as the remote control would not communicate with the ipg after a non-device related surgery wherein monopolar electrocautery was used. It was believed that the device had been damaged. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.